Event description:
It was reported that a patient presented with competitive atrial pacing and inappropriate mode switch episodes on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events were competitive atrial pacing and mode switch. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.